Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9 and h3, and to provide the completed investigation results. It was initially reported the actual device was available for investigation; however, it was confirmed that the device was discarded by the user facility. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender tip was damaged while trying to insert into radial artery over wire. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was successful. Additional information was received on 25may2021. Upon trying to enter the sheath into the radial artery the physician noted that there was more calcium then he had anticipated. They believe that is what led to the damage at the tip of the sheath. He used a 6fr short dilator and then proceeded to use a new r2p sheath and it went ok. They were treating a leg.